Event description:
The catheter was inserted for total parenteral nutrition and lipid therapy. Insertion took over an hour and the pt complained of pain. There didn't appear to be any phlebitis post insertion. The catheter stayed in for approx 17 days and was removed as it was no longer needed. The catheter stuck and they applied warm compresses and put tension on the catheter. That's when the catheter snapped and left a 6" portion in the pt. They did two cut downs trying to get the catheter and finally sent the pt home with the piece sutured in place in her vein. Recent assessment of the pt showed that the catheter had moved distally. They are planning to remove the catheter utilizing vein stripping.